Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's device didn't work for her so she had it removed. There were no further complications or anticipations reported with this event.